Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse setup the infusion at 150ml/hr and left the room. When she came back later she noticed no drops in the drip chamber and that the bag was still full, with the pump indicating that it was still running. The customer reported that there was no pt injury.